Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. The intial reported event was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient has sustained physical injuries due to the implanted lead. 051109: a lawsuit alleged the patient has suffered painful electrical shocks in his heart due to the implanted rv lead. Plaintiff continues to experience painful electrical shocks emanating from his ICD and its atrial lead and lead coils. As a direct and proximate result of the negligence and breaches by each such defendant, plaintiff suffered severe bodily injury, dangerous levels of electric shock and disorders of his vital organs, resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, the expense of hospitalization, medical and nursing care and treatment, loss of ability to earn money and aggravation of a previously existing condition, if any. These losses are permanent or continuing, and plaintiff will suffer the losses in the future. Edit (B)(6) 2018: a lawsuit alleged that the lead was fractured and explanted. (B)(6) 2019: it was further reported through additional information received that the rv lead exhibited high threshold and undefined high pacing impedance. The rv lead was fractured. The rv lead was explanted and replaced.